Event description:
Pt had a pain pump administering morphine. The catheter fractured, from a "flex issue", according to the doctor. A second catheter was implanted without removing the first catheter. In (B) (6) of 2006, the device and second catheter were removed due to a pump malfunction. The pt experienced nausea, vomiting, severe leg cramping, muscle spasms and intolerable back pain following both the new pump and catheter implant, and also following the catheter revision. After the revision, her left leg was "on fire and she couldn't walk". The pt asked the doctor to explant the original catheter, so it was explanted in (B) (6) of 2010 and found "entwined in nerves and had to be cut out." She reports less pain since the catheter was cut out. She has lost the use of her left leg, is on medical disability with ability to work limited hours, foot drop, severe pain, and nerve damage.

Manufacturer narrative:
(B) (4).